Event description:
The customer reported leaking IV tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. Visual inspection noted that fluid was leaking from one of the air vents of the filter. The leak site was examined by a microscope; a thin crack was observed on the bottom half of the air vent housing, near the air vent. The root cause of the filter leak was determined to be a small crack in the vent housing. The cause of the crack is unknown.

Event description:
The customer reported leaking IV tubing from the filter on a patient in the pediatric department.